Event description:
Customer stated that the display is not working. Instead of showing 103 it is showing 03. If they tap the screen, it will sometimes show the 1. A review of the system was conducted over the phone. The review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.